Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) passed away two days post-implant procedure. The patient was reported to have not fully recovered from the original surgical procedure. The ICD is buried with the patient.